Manufacturer narrative:
(B)(4). Product returned is currently under evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 65-80mg/dl. Verified test strips expire 07/31/2018. Customer's test strips are being stored in bathroom and kitchen and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Customer could not properly verify the serial number of the meter due to vision issues. Customer explained that early this morning she felt shaky and in need of food yet the meter read 160mg/dl. Collected meters memory time and date not set. Customer disclosed that she had an a1c test last week and her result was a 7% which was an increase from the 6.5% 3 months ago. Customer also detailed that to prevent herself from hypoglycemic results in the early morning she snacks in the night time.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause: user's test strip had poor storage. Correction of serial # (B)(4).

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 65-80mg/dl. Verified test strips expire 07/31/2018. Customer's test strips are being stored in bathroom and kitchen and opened vial date 11/10/2015. Reviewed meter memory: (B)(6). Memory concerns:160mg/dl; 119mg/dl. Customer could not properly verify the serial number of the meter due to vision issues. Customer explained that early this morning she felt shaky and in need of food yet the meter read 160mg/dl. Collected meters memory time and date not set. Customer disclosed that she had an a1c test last week and her result was a 7% which was an increase from the 6.5% 3 months ago. Customer also detailed that to prevent herself from hypoglycemic results in the early morning she snacks in the night time.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 65-80mg/dl. Verified test strips expire 07/31/2018. Customer's test strips are being stored in bathroom and kitchen and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Customer could not properly verify the serial number of the meter due to vision issues. Customer explained that early this morning she felt shaky and in need of food yet the meter read 160mg/dl. Collected meters memory time and date not set. Customer disclosed that she had an a1c test last week and her result was a 7% which was an increase from the 6.5% 3 months ago. Customer also detailed that to prevent herself from hypoglycemic results in the early morning she snacks in the night time.